Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an arterial non-central nervous system thromboembolism. A kidney infarction was discovered on computed tomography scan performed due to continued elevation of lactate and c-reactive protein (crp). It was stated that the event was possibly related to the implant procedure. The patient was on heparin at the time of the event. The patient had a computed tomography (CT) scan of their abdomen and pelvis completed. Ischemia/infarction involving the stomach fundus and high body was noted. A multifocal small wedge-shaped low-density area in both kidneys' periphery was also noted. A multifocal mild ischemic change was ruled out. The patient was continued on anticoagulation therapy with the management after left ventricular assist device (lvad) implantation. The patient currently had crp 2.4 milligrams per deciliter (mg/dl), lactic acid 1.0 millimoles per liter (mmol/l) and a follow up CT did not show kidney ischemic change. The thromboembolism was resolved.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported kidney infarction from thromboembolism could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.